Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was delayed in responding to the customer's input, and that the customer experienced difficulty pressing the wake button. Blood glucose was 130 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.